Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fragmented cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed unknown (da vinci robot): non-sterile units were returned with (B)(4). The nonsterile units were returned due to breaking during the procedure. This account stated that the product had broken in multiple cases even before deciding to contact a rep. (Cers involved: (B)(4)). Additional information received via telephone from sales rep april 07, 2017: the rep informed that he was made aware of multiple cases in which the cannula broke during the procedure around the week of (B)(6) 2017. Over the phone it was mentioned the rep was made aware of all 5 events during that time, but only 3 were reported (B)(4). The other two events have been created under (B)(4). The rep stated that all events were similar in experience. "Dr. Was inserting the trocar and the cannula broke in the middle of the shaft upon insertion. It was described as a clean break. A 10-2motion was being used, and it was noted that the doctor has a lot of experience with the product. In regards to the da vinci robot, the mount//clamp was not being used with the trocar."